Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. It should be noted that the instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that during positioning of a quartet left ventricular lead in the coronary sinus anatomy (against the IFU) interaction with the lead resulted in the guide wire becoming stuck inside the lead; thus resulting in the reported difficulty to remove. Manipulation of the device and/or mishandling ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while positioning a quartet left ventricular lead in the coronary sinus anatomy, using a cps universal 115 and an allstar guidewire, the guide wire became stuck inside the lead. The physician applied traction to the proximal portion of the guide wire for removal; however, the distal portion of the wire broke off inside the patient and could not be retrieved the broken piece of wire was left inside the coronary sinus. The procedure was completed. No additional information was provided.